Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - initial reporter phone: (B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the innova device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: this investigation is assigned a conclusion code of 'unintended use error caused or contributed to event.

Event description:
It was reported that stent inadvertent deployment occurred. The 90% stenosed target lesion was located in the artery of lower extremity. A 5 x 60 x 130 innova stent self-expanding was selected for use in an arterial stenting of lower extremity. During the procedure, the stent was deployed automatically outside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the procedure was performed using an ipsilateral approach.

Event description:
It was reported that stent inadvertent deployment occurred. The 90% stenosed target lesion was located in the artery of lower extremity. A 5 x 60 x 130 innova stent self-expanding was selected for use in an arterial stenting of lower extremity. During the procedure, the stent was deployed automatically outside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: (B)(6).